Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Verzini, fabio, md, phd, febvs et al; "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." Society for vascular surgery 2016; 1-12. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. The article states that a total of 41 patients developed type I endoleaks at any time during their treatment.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, documentation, instructions for use (IFU), specifications, trends, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU: in the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Inaccurate placement and/or incomplete sealing of the graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.